Event description:
It was reported that during a surgical procedure the bipolar maryland tip instrument became stuck in the trocar and the customer broke the instrument shaft when trying to remove it. Additional details provided to the isi account manager from the customer revealed that the customer was using the instrument with no problems when it seized up on them. The customer had to remove the trocar from the pt's abdomen to then retrieve the instrument from the trocar. During this process, a piece of the instrument fell into the pt's abdomen and was retrieved. The customer felt that no additional pieces had fallen into the pt. No pt harm, adverse outcome or injury was reported.